Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
A customer called to report lower than feels readings using her precision xtra meter. The caller reported on (B)(6) 2009, "her meter could not have been reading right", and she "fainted unconscious for an hour." The customer reported a loss of consciousness in addition to "a broken nose, broken toes, split lip, and left knee locked." The customer was at her mother's house when the event took place, and was transported via ambulance to a health care facility. She could not recall any readings, diagnoses or treatment she received as a result of the event. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is available. The customer also indicated she had been using test strips involving the field action for abbott's precision family test strips ((B)(4)), although the test strip identified by the customer was not available at the time of the medical event. (B)(4).